Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive, "freezes up when opening, doesn't always recognize finger opening it and will randomly lock up". Additionally, it was reported that the pump battery was depleting quickly. Customer declined additional follow-up from tandem technical support; therefore, no additional information was known or reported. There was no reported adverse impact to the customer's blood glucose level.